Manufacturer narrative:
Concomitant medical products: item: durasul head 28mm, catalog #: unknown, lot #: unknown ; item: unknown allofit cup, catalog #: unknown, lot #: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays and photographs were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. Any device identification(s) and control number(s) used (ref; lot); surgical report; other reports (stickers); all available intraoperative pictures; were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related; noncompliance, patient anatomy); was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient was revised due to femoral fracture approximately 4.5 years post implantation.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: bone fracture. Event description: it is reported that the patient underwent primary surgery with cls stem on (B)(6) 2013 and was revised (B)(6) 2018 due to femoral bone fracture. Review of received data: one picture was recieved, showing the explanted cls stem and durasul head. The stem shows several damaged caused by explantation. No other conspicuousness found. Two x-rays dated apr 12, 2018 have been received and reviewed by an healthcare professional. It was determined that the 74-year-old patient shows a periprosthetic femoral fracture of vancouver type b. No statement concerning the stability of the stem can be done with the available x-rays. The femur seems to be suitable for a stem of a larger size, however, as no surgical report nor further x-rays have been available, this cannot be determined for sure. No statement concerning the bone quality of the patient can be done with the availabel x-rays. Possible reasons for a bone fracture might be: trauma caused by a fall: as no information is available, this cannot be excluded inadequate trauma caused by a loosened implant: as no x-rays prior to the fracture are available, this cannot be excluded osteolysis caused by wear: available x-ray does not show any signs of osteolysis stress fracture due to malpositioning of the implant: based on the availbale information, this cannot be excluded. No further x-rays have been received. Reduction of torsion stability caused by femoral notching: available x-ray does not show any signs of femoral notching to summarized, based on the available information, the most likely root cause for the femoral fracture might be that the patient experienced an adequate trauma. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap rmw : aseptic loosening of stem, bone fracture due to insufficient primary stability due to design not possible. A systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, stress shielding, bone stock changes, osteolysis, bone fracture due to insufficient secondary stability due to design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Leg length discrepancy implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset possible, as it cannot be excluded based on the available information. It remains unknown whether the instructions given in the surgical technique cls spotorno hip stem 06.01297.012 have been followed. Implant breakage / post-operative (periprosthetic) bone fracture due to inappropriate advice by surgeon to inform patient on activities and limits. Possible, as it cannot be excluded based on the available information. It remains unknown whether the instructions given in the surgical technique cls spotorno hip stem 06.01297.012 have been followed. Conclusion: it is reported that the patient underwent primary surgery with cls stem on (B)(6) 2013 and was revised (B)(6) 2018 due to femoral bone fracture. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the available information, the most likely root cause for the periprosthetic femoral fracture might be that the patient experienced an adequate trauma, which might have been caused by a fall. However, based on the available information no exact root cause could bedetermined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).